Event description:
It was reported that during total hip arthroplasty in 2002, the head and top thread of screw fractured upon attempted insertion into the acetabulum. Remainder of fractured screw was not removed.